Event description:
Dexcom g7 continuous glucose monitor sensor malfunctioned during insertion. The sensor probe wire was not inserted subcutaneously, instead it protruded above the sensor housing. My insulin pump reported that the sensor failed during warmup. This prevented my insulin pump from providing timely and accurate basal rate insulin dosage based upon my cgm readings and prevented it from warning me if my blood glucose value went dangerously low. This sensor was one of three I received directly from dexcom as replacements for other sensors that had previously failed in exactly the same way. Of these three sensors, my insulin pump reported that two (2) failed during the sensor's "warm up" period, within the first 12 minutes of start up. When attempting to start a new dexcom g7 cgm sensor on (B)(6) 2025, I had four sensors from three different lots fail. This report is for one sensor only, the other three sensors will be reported in separate form 5300b entries. Over the past three months I have attempted to start (B)(4) dexcom g7 cgm sensors. Of these (B)(4) sensors, (B)(4) have failed in the same way, with the sensor wire not being inserted subcutaneously but instead protruding out of the sensor housing body. This is (B)(4) failure rate, almost (B)(4) devices, an unacceptably high failure rate for FDA-regulated medical sensors. Reference report: mw5172440.